Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported " I was at my pacemaker clinic" and "the tech said there were quite a few issues going on with my device". They also stated that the technician "set the sensitivity a little lower because I was having a fluttering feeling at my pacemaker site. Since the changes yesterday I don¿t feel good. Some lightheadedness and more palpitations than I¿m use to feeling". The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.